Manufacturer narrative:
B1: added product problem, this was omitted in error in the initial. D4: updated device information. This complaint is for the guidewire, not the pump. H4: updated manufacture date. H6: added code g04062 and omitted code g04105.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 49-year-old male was transferred in decompensated cardiogenic shock and treated with an impella cp and subsequently also an impella rp flex. During placement of the impella rp flex access wire and with a deeply wedged pulmonary catheter in place, a right pulmonary hemorrhage occured and required transfusion. This risk is associated with any pa catheter placement and appears to be due to the insertion technique rather than the device.

Manufacturer narrative:
Corrected information was provided in g4. Upon review, the PMA/510(k) information was updated due to a change in the device. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of patient device interaction problem cannot be determined since no product was returned and insufficient clinical details were provided.